Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2013-02478, 1018233-2013-02480 and 1018233-2013-02481.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced failure (failure of implant), discomfort, continued stress incontinence, pain, unspecified urinary problems, bleeding and required additional surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with the surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced transient post-operative hypotension due to patient controlled analgesic pump, leukocyte esterase in urine, blood in urine (hematuria), stress urinary incontinence, overactive bladder, cystocele/rectocele (prolapse), intrinsic sphincter dysfunction, urinary frequency, nocturia, urine leakage, gastrointestinal reflux disease, pain, discomfort, need to strain to completely empty bladder, pelvic pain, taught/tender mesh arms bilaterally, and required additional surgical and non-surgical interventions.